Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level for the past four days. Customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer felt tired and sleepy. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer was not insisted on insulin pump replacement. The customer felt ok to troubleshooting high blood glucose level. The customer was treated for the high blood glucose with insulin pump. Customer reported that they have not contacted their healthcare professional's regarding the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer reported that they noticed lots of air bubbles in tubing. Customer reported that the some air bubbles were small and some were big one. The insulin pump was not returned for analysis.